Event description:
A healthcare professional reported that the upper right anchor fractured while the patient was sleeping.

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the upper right anchor fractured while the patient was sleeping. Per the report the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the patient did not discontinue the use of the device, and the device was replaced with a similar product. Per the report no medical and or surgical procedures were required.

Manufacturer narrative:
The patient's ethnicity, race and weight are unknown, the healthcare professional does not document this data. Additional information added in the following sections: a2, 3a, b3, b5, manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be explicitly determined. A potential root cause could be due to normal wear and tear. Manufacturer internal reference number: (B)(4).